Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
During pretest the cuff did not inflate. There was no patient involved.